Manufacturer narrative:
Results of investigation: the associated device was returned and evaluated. The contribution of the device to the reported event could be corroborated. A visual inspection of the returned device confirmed the stated failure mode. The post of the device is broken off, rendering the device inoperative. The surface of the device is worn on both ends. Smith and nephew has not received adequate clinically relevant documentation to fully evaluate the complaint. Since batch number was not visible in the returned product, neither communicated to us, a review of the production documentation could not be performed. Based on the information provided, due to severe wear of the insert this adverse event was treated by a revision surgery. However, the impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Should any additional relevant patient information be provided, this complaint would be re-assessed. No further clinical/medical assessment is warranted at this time. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique or implant failure. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2009, the patient experienced severe wear of the insert. This adverse event was treated by a revision surgery on (B)(6) 2021. Current health status of patient is unknown.